Manufacturer narrative:
Continued e.1. Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture and ¿incision at the level of the submammary fold to avoid weakening the areolar scar zone. Detachment down to the periprosthetic capsule. Opening of the capsule. Intracapsular extravasated gel is found. The incision in the capsule is enlarged and the prosthesis is extracted. Which is completely ruptured and disintegrated¿. Device has been explanted and replaced.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 04/17/2024.

Event description:
Healthcare professional reported right side rupture and ¿incision at the level of the submammary fold to avoid weakening the areolar scar zone. Detachment down to the periprosthetic capsule. Opening of the capsule. Intracapsular extravasated gel is found. The incision in the capsule is enlarged and the prosthesis is extracted. Which is completely ruptured and disintegrated¿. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken assessed as surgical damage and missing piece of shell assessed as inconclusive. Additional observations: ¿ no other observation observed. No further actions are required since no manufacturing issue is observe

Event description:
Healthcare professional reported right side rupture and ¿incision at the level of the submammary fold to avoid weakening the areolar scar zone. Detachment down to the periprosthetic capsule. Opening of the capsule. Intracapsular extravasated gel is found. The incision in the capsule is enlarged and the prosthesis is extracted. Which is completely ruptured and disintegrated¿. Device has been explanted and replaced.

Manufacturer narrative:
The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported right side rupture and ¿incision at the level of the submammary fold to avoid weakening the areolar scar zone. Detachment down to the periprosthetic capsule. Opening of the capsule. Intracapsular extravasated gel is found. The incision in the capsule is enlarged and the prosthesis is extracted. Which is completely ruptured and disintegrated¿. Device has been explanted and replaced.